Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately three months ago.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to charge and was not communicating to the remote control (rc) despite troubleshooting steps provided. It was also noted that the patient had to charge the ipg frequently after a non-device related fall. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. The explanted ipg was kept by the medical facility. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to charge and was not communicating to the remote control (rc) despite troubleshooting steps provided. It was also noted that the patient had to charge the ipg frequently after a non-device related fall. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.